Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On (B)(6) 2018 arjo was notified about a complaint involving enterprise 8000x bed. Following the information reported the foot side radius arm detached from bed's frame. It was not revealed if there was a patient lying on the bed at the time of the incident. There was no injury nor other medical consequences reported. Upon bed evaluation conducted by arjo technician it was confirmed that although the malfunction occurred the c-clip securing radius arm was still in place. The visual inspection revealed that there was an excessive bent visible in the middle section of the bed indicating the device was raised/lowered against some obstacle. The safety side panel from the head side had dents, the frame was scratched. The enterprise 8000x bed (serial number: (B)(4) manufactured on jan 15th, 2015 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found that would affect bed's stability. There was no issue with a radius arm reported within over last 3 years since bed's delivery to the customer. Based on above transport damage is ruled out to be the cause of reported malfunction. It is also worth noting that the enterprise 8000x bed has been designed, produced and certified to meet the requirements of standard iec 60601-2-52. This confirms that the beds are stable devices while used accordingly to product instruction for use. Summarizing, the findings made during the device inspection indicate the device was subjected to some external forces. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment that affects bed's stability and may lead to a bed collapse . The radius arm detached from bed's frame and from that perspective, the enterprise 8000x bed did not meet its manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On 2018-oct-10 arjo became aware of a complaint involving enterprise 8000x. Following the information provided the foot end radius arm detached from bed's frame. There was no injury nor other medical conseqences reported.